Event description:
On (B)(6) 2013 the reporter contacted animas to report the patient had been hospitalized on (B)(6) 2013 with a diagnosis of possible dka and removed from insulin pump therapy. No further information was provided about the patient¿s status or pump functions. The technical service representative contacted the patient to obtain further information and to troubleshoot the pump as necessary, however was unable to reach him by telephone. As the patient allegedly suffered dka while using the pump and was hospitalized, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/14/2017 with the following findings: reported date of event on (B)(6) 2013 is overwritten in the bb and history. Pump was running on default year of 2007 for duration of black box. The black box starts on (B)(6) 2007. No data from event date was observed. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.